Manufacturer narrative:
When placing the lead into the introducer, the lead bent: product ID: 355018 lot# w60273 serial# implanted: explanted: product type: accessory.

Event description:
The healthcare professional (hcp) reported via the manufacturer representative (rep) that when they were placing the lead into the introducer, the lead bent. Upon removing the lead from the introducer, it was noticed that the lead and stylet had an "s" curve in it. When they placed the straight stylet into the lead and tried to insert into the introducer sheath, it would not advance. They removed the introducer/sheath and also found a kink in the sheath. The hcp opened a new lead and new introducer kit , and successfully placed the new lead. The issue was indicated to be resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.